Manufacturer narrative:
Device manufacturer date: the device was manufactured in october 2020 based on the three-digit lot number. The specific date could not be determined with that information. The suspect device was sent to olympus for evaluation. Inspection and testing confirmed the reported issue (broken/unable to connect). One side of the grey lock lever and metal clip were detached and missing from the green plastic connector side. The missing/detached metal clip and lock lever were not returned for evaluation. In addition, there were scratches on the metal connector, green plastic connector, and outside of the tube. There were also white spots inside the tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device broke and could not be connected in the reprocessing basin. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the connecting tube could not be connected due to the coming apart of the lock lever by external stress. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.